Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier. An out of range impedance measurement was observed. Upon interrogation, seven episodes of vf due to noise were revealed. Patient received no inappropriate shocks. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 35.5-37.8cm from the electrode tip. The silicone insulation was abraded and the sensing, rv, and svc conductors were visible at the same location. The inner conductor was exposed. Other internal insulation abrasions were found at 8.1-8.5cm and 14.8-16.1cm from the electrode tip. The etfe coating was intact at all abrasion locations. The exposed inner conductor could have caused the reported noise. Without return of an entire lead, a complete analysis could not be performed.